Manufacturer narrative:
The field svc rep investigated the unit on site. He confirmed the reported event and replaced a component in the unit. The sys operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during set-up, the cardioplegia pump was not cooling. The product was changed out and the surgery was completed successfully. No pt injury was reported.